Event description:
The customer reported the system displayed a filament regulator error during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service representative did calibrate the filaments. This malfunction may have resulted in a possible accidental radiation occurrence.